Event description:
A ds2adv auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca is burnt and must be replaced .ui panel and must be replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.